Manufacturer narrative:
One cadd-prizm® vip pump was returned for analysis in good condition. The device history log was reviewed finding that multiple 10037 error code alarms had occurred. A cassette was attached to the pump and primed; verifying the complaint during priming of the pump. It was found that the error code 10037 was due to a faulty optical switch. Based on the evidence, the complaint has been verified. However, the root cause of the faulty optical switch is unknown.

Event description:
Information was received indicating that an error code occurred to a smiths medical cadd-prizm® vip ambulatory infusion pump. There were no reported adverse effects.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.